Event description:
The customer reported cleaner leak coming from underneath the front of their coulter lh 500 hematology analyzer instrument. The leak was not contained within the instrument. The customer was unable to isolate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a glasses and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On (B)(4) 2012, a field service engineer (fse) found cut tubing in both normally open (n/o) and normally closed(n/c) parts of pv 43 and replaced tubing to repair leak. The tubing through pv43 is part of the pathway for cbc waste drain. The fluids that may be associated with this incident are blood, 5c cell control, diluent, and cbc lyse during normal operation and coulter clenz during shutdown. Root cause of this event is cut tubing at pv 43.

Manufacturer narrative:
(B)(4).